Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0fkl4, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient said they had a fall last week where they were squatting down reaching into a cupboard and fell back. The patient said that ever since then they feel little electrical shocks in their right shoulder and prior to that was feeling stinging sensation in their left shoulder last month and the month before. When asked to clarify if the patient was alleging that the shoulder issues are related to the ins they said ¿because of the nerves¿ and said one wire from their device is protruding from their skin and you can actually feel the roundness of the wire. The patient confirmed this was in their lower back. Patient services advised patient to seek medical attention and reviewed how to turn therapy off per patient request. The patient has been in isolation due to lung issues so is unable to see physician currently. They no longer had a managing healthcare professional. Patient services provided a listing of healthcare professionals. No further complications were reported.